Manufacturer narrative:
No product or photo was returned by the customer, of material 2203e, lot 23085416. The customer complaint of clogged / blocked could not be verified due to the product not being returned for failure investigation. Due to an increase of complaints reported by merck for smarsite occlusion, a corrective and preventative action assessment was carried out for the failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that bd13 mm ss vial access device flow issues- fluid blockage/ leakage the following information was provided by the initial reporter: description: customer calling to report a pqc for winrevair. She has already spoken with accredo who advised her to reach out to the mnsc for return mailer. Customer states that the kit did not have any damage and was fully intact. She states it was stored appropriately. She reports that while she was attempting to prepare the dose, she heard the adaptor click onto the vial-it went it correctly and she states, "I heard it click". She screwed on the syringe and when she attempted to push down to push the liquid into the vial she met resistance. She states that the pressure caused the syringe plunger to push back up 1/2 an inch. She states she realized something felt like it was "stopping it" so she removed the syringe and noticed that a lot of liquid was leaking from the adaptor and the inside of the vial was still completely dry. The leaking occured between the sterile water syringe and the vial adaptor. The sterile water got on the patients hands. Customer will send pictures and can send the product back.